Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the physical labels associated with this report were not returned for evaluation, however a photo of the labels was provided for review. The reported labeling issue could not be replicated or confirmed from the photo provided. The investigation could not draw any conclusions about the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150400206, work order (B)(4) was manufactured on 01 february 2021. (B)(4) parts were manufactured per specification and all raw materials met specification. There were three (3) parts scrapped from work order (B)(4). There is no correlation between this scrap reason and the failure mode of the complaint. There was no material reprocessing reports (mrr) associated with work order (B)(4). There were no non-conformances associated with work order (B)(4). Please see attached DHR review for details. Expiry date: 31 january 2031. IFU reference: 090200828.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During primary surgery unknown side an att femoral implant sz. 6 was implanted. Outer implant package and implant labels showed "sz. 6" and the implant fitted perfectly. But when respective barcode of implant was scanned for surgery documentation "sz. 7" was read by scanner. No surgical delay, no adverse patient consequences.